Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2017 with the following findings: a review of the pump¿s black box showed cs 064 call service alarms (motor error occlusion during prime). During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no call service alarms occurring. The pump case was removed and no moisture or intermittent conditions were found inside the pump. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation.